Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer accidentally dropped the insulin pump and the back of the insulin pump has been broken. Customer's blood glucose value was unknown. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.